Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 with a cartridge during the load process. Customer's blood glucose level was not impacted. It was confirmed that the customer had manual insulin injections available as alternate insulin therapy. Multiple attempts were made to follow up with the customer about loading a new cartridge successfully, however, the customer did not respond.